Event description:
The customer reported that their pump screen was dark and would not turn on despite troubleshooting efforts, which included checking the power source and using different charging cables and adapters. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump with updated software would be sent and that training would be available to them. They were instructed to return the malfunctioning pump using a pre-paid shipping label and to allow the battery to fully deplete before returning it.